Event description:
Event description guidant received information that patient complained of chest pain and shortness of breath. It was noted that the ventricular thresholds had risen since implant and diaphragmatic stimulation was observed when the patient stood upright. It was further reported that diaphragmatic oversensing was noted with deep inspiration.